Event description:
During the leadless pacemaker (lp) system implant procedure, a defection test was attempted on the fixated lp, however the delivery catheter and the lp prematurely separated. The electrical parameters were acceptable and the implant was completed. The delivery catheter was examined following the procedure and the tethers were found to be misaligned. The patient was in stable condition.